Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that approximately one month after implant one of the patient¿s leads ¿was causing problems with the diaphragm.¿ they reported that the lead was ¿turned off¿ and that the patient will need an addition appointment ¿to correct the lead.¿ no further patient complications have been reported as a result of this event.